Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report scarring on (B)(6) 2015. Patient claimed that she experienced scarring and has noticed it occasionally happens when her blood sugar level rises. At the time of contact, the patient did not report any medical intervention.

Manufacturer narrative:
(B)(4).